Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from a physician. This case was cross reference with case: (B)(4) and (B)(4) (cluster cases). This case concerns a female patient (age not provided) whose left knee swelled, had moderate effusion with limited motion due to pain in the left knee after receiving treatment with synvisc one injection. The pt's medical history, concomitant drugs and concurrent conditions were not reported. Past drug included synvisc one injection. On (B)(6) 2014, the pt started treatment with synvisc one injection, once (route, dose batch/lot number and expiration date not provided) into both knees for unk indication. On an unk date in (B)(6) 2014, the pt's left knee swelled due to which there was moderate effusion with limited motion due to pain in the left knee. The pt came on (B)(6) 2014, to be seen and alter, the physician aspirated the left knee and gave corticosteroids. Outcome: not recovered/not resolved for all events. A pharmaceutical technical complaint was initiate and conclusion was pending for the same. Seriousness criterion: required intervention for all events. Pharmacovigilance comment: (B)(6) company comment dated (B)(6) 2014: in this case the pt experience limited motion due to pain in left knee after receiving bilateral injections of synvisc one. The causal relation between the event and the product have been assessed as possible as there is no alternative explanation available at this time. Also as the pt is not a synvisc one naive patient, the info regarding previous experience with synvisc one would be helpful in the complete case assessment.